Event description:
Biomed reported an over infusion of an unk drug. It was set to infuse 125mg over 1 hour, but was found empty in 22 minutes. He does not know if it was set up as a primary or secondary. Biomed performed rate accuracy testing and full pm on the device and did not find any problems. Although requested no further pt or event information has been provided. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.